Manufacturer narrative:
The customer reported that the bsm (bedside monitor) screen goes black intermittently. Customer stated that the issue seems to be ok now, he will monitor to see if problem continues and would call back to send the bsm in for repair. The product involved in this event has not been returned to date to allow for an analysis to be performed. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if the product is returned for evaluation or new information is obtained. Customer has not sent device in.

Event description:
The customer reported that the bsm (bedside monitor) screen goes black intermittently.

Manufacturer narrative:
Manufacturer narrative: the customer reported that the bsm (bedside monitor) screen goes black intermittently. Customer stated that the issue seems to be ok now, he will monitor to see if problem continues and would call back to send the bsm in for repair. The unit was evaluated for one whole week. The unit was tested with and without input unit and was also monitored on the network. The reported problem could not be duplicated. The unit was returned to the customer with no repair needed. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available.